Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Title: unknown/ not provided. First/given name: unknown / not provided. Last name: unknown / not provided. Email address: unknown / not provided.

Event description:
It was reported that the patient came with the crown in his hand due to the fracture of the through screw of the transepithelial abutment. The doctor reports that the torque used was 15nw.

Manufacturer narrative:
Zimvie complaint number (B)(4). One abutment was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. Also, an associated product lpctsh has been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2021050107). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021050107) for similar event and no other complaint was identified. Post market trend review: jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.